Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the pump motor continuously ran without pressurizing. The pre-pressure test jig was used to bypass the unit's pcb and fuse. The unit¿s pump motor would still continuously run when driven directly by the pre-pressure test jig. This eliminated the pcb and fuse as the root cause. The solenoid valve was then disassembled and debris was found within the solenoid valve housing and filter screen. The complaint was confirmed and the root cause has been associated with debris within the solenoid valve assembly preventing the valve from sealing properly. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
During the procedure the device lost power and the arm fell down. No patient harm reported. It is unknown if a backup device was available or required to complete the procedure.